Manufacturer narrative:
Follow up information received on 25-apr-2016: quality-safety evaluation of product technical complaint (ptc): this adverse event report is related to a ptc and the bayer reference number for the ptc report is (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are not indicative of a quality deficit per se. Company causality comment: this non-medically confirmed spontaneous case report refers to a female consumer who had essure inserted and an endometrial ablation performed on the same day. After these procedures, she had pain (as contraction) and bleedings (regarded as genital bleeding). A control ultrasound was performed and there was nothing and free passage was seen on both fallopian tubes. A new insertion attempt was done, but it was not possible due to adhesion in the whole uterus. A hysterectomy was then performed. According to the consumer, essure "things" were in the lower part of the fallopian tube on the left side embedded in the uterus. Uterine adhesions are unlisted in the reference safety information for essure. This case was regarded as an incident, due to the serious injury and surgical intervention reported. Embedment is a known event with essure and is likely to be increased in cases with poor visualization as was noted here. Based on essure safety profile and considering the nature of the reported bleeding, pain and device embedment causality with the suspect insert cannot be excluded. The intra-uterine adhesions were considered unrelated to essure since they were likely a consequence of the endometrial ablation. Pain following ablation is also a known complication of the procedure. According to the (B)(4) distributed on march 2, 2016 in the EU, endometrial ablation and the essure procedure should not be performed during the same surgical session. Review of medical information on women who underwent both an essure procedure and an endometrial ablation revealed that they may be at increased risk for certain events known to be associated with each procedure. This topic is being addressed immediately by a (B)(4) and in an upcoming revision of the IFU. Bayer will continue to monitor the safety of essure through post-market-surveillance according to established process. Based on the available information no product quality defect was confirmed.

Event description:
This is a spontaneous case report received from a (B)(6) female consumer in (B)(6) on (B)(6) 2016 who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2015. Essure was inserted and then resection of uterine membrane was performed (to reduce menstrual bleeding). Insertion only succeeded in left fallopian tube because of bad vision the gynecologist. Revisit after three months. She had pain (as contraction/lordosis/bleedings) after a week and was on sick leave for 2 weeks and stronger analgesic. On (B)(6) 2016, ultrasound was performed. Gynecologist said everything looked fine and saw how well essure was located on left side. On (B)(6) 2016, ultrasound with contrast media was performed: there was nothing and free passage was seen on both fallopian tubes. The consumer wondered if device had fallen out. The examination was very painful. On (B)(6) 2016, a new attempt (not specified) would be made, but it was not possible at all because there where adhesion in the whole uterus, and the next step would be to remove the uterus. Hysterectomy was planned for (B)(6) 2016. Follow up information received on 05-feb-2016 and 08-feb-2016: the (B)(6) authority number for this case is (B)(4). The patient reported the surgery will be performed on (B)(6) 2016 at the same clinic and that she could not give more information after that. Follow-up received on 26-feb-2016 from the consumer: operation (removal of uterus) went well. Physician found essure "things" in the lower part of the fallopian tube on the left side embedded in the uterus. Uterus sent for examination, results is awaited. Consumer stated that sterilization and resection of the endometrium were performed at the same occasion. Company causality comment: this non-medically confirmed, spontaneous case report refers to a (B)(6) female consumer who had essure inserted and an endometrial ablation performed on the same day. After these procedures, she had pain (as contraction) and bleedings (regarded as genital bleeding) and stayed on sick leave for 2 weeks and on stronger analgesic. A control ultrasound was performed and there was nothing and free passage was seen on both fallopian tubes. A new insertion attempt was done, but it was not possible due to adhesion in the whole uterus. A hysterectomy was then performed. According to the consumer, essure "things" were in the lower part of the fallopian tube on the left side embedded in the uterus. Uterine adhesions are unlisted according to essure's reference safety information. This case was regarded as an incident, due to the serious injury and surgical intervention reported. Embedment is a known event with essure and is likely to be increased in cases with poor visualization as was noted here. Based on essure safety profile and considering the nature of the reported bleeding, pain and device embedment causality with the suspect insert cannot be excluded. The reported intra-uterine adhesions were considered as unrelated to essure, since they were likely a consequence of the performed endometrial ablation. Pain following ablation is also a known complication of the procedure. According to the fsn distributed on (B)(4) 2016 in the EU, endometrial ablation and the essure procedure should not be performed during the same surgical session. Review of medical information on women who underwent both an essure procedure and an endometrial ablation revealed that they may be at increased risk for certain events known to be associated with each procedure. This topic is being addressed immediately by a fsn and in an upcoming revision of the IFU. Bayer will continue to monitor the safety of essure through post-market-surveillance according to established process.

Manufacturer narrative:
Follow-up information received on 12-aug-2016: despite follow up attempts, no further information was received. Device similar case listing: the list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 12-aug-2016 for the following meddra preferred terms: abdominal pain lower: the analysis in the global safety database revealed (B)(4) cases; genital haemorrhage: the analysis in the global safety database revealed (B)(4) cases; embedded device: the analysis in the global safety database revealed (B)(4) cases bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs